Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the glidewell ht implant failed. The patient's bone type is ii, and their oral hygiene is excellent. The patient presented on (B)(6) 2025 for a primary procedure on tooth # (B)(6). The patient returned on (B)(6) 2025, within 3 weeks of implant placement, with complaints of pain. Upon examination, the provider noted inflammation and infection, and the device was removed on (B)(6) 2025. It was replaced with osteogen alloplastic bone graft plug. The symptoms resolved after the implant removal. The patient did not require any additional medical/surgical procedures, and no permanent injuries were reported.